Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The probable cause was identified to be an obstruction within the line. The obstruction was removed from the device and the issue was resolved.

Event description:
It was reported that the device failed preventative maintenance (pm); water isn't circulating. Status of the product at time of event was during self-test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.